Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy with a spectrum iq pump the patient's "anti-xa was not responsive to heparin titrations". The "anti-xa down trended despite upward titrations of heparin". After inspection a kink in the intravenous tubing was discovered. Drips continued to flow into the drip chamber and there were no apparent alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the following additional information was received by the customer. The patient¿s anti-xa results stabilized following the incident after pump replacement. The initial programmed flow rate of heparin was 24.9ml/hour. The intravenous tubing had been in use since (B)(6) 2023. The kinked tubing was addressed by replacing the tubing and pump. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.